Event description:
On (B)(6) 2025, the user reported experiencing a persistent alert 38 that continued despite troubleshooting. Blood glucose (bg) was not affected during the event. A replacement ilet was issued.